Manufacturer narrative:
The reported event was confirmed. A hematuria catheter was returned. A tear was noted in the trifurcation between the inflation and drainage funnel . A 10 cc leur lock syringe was used to inflated the catheter but as the water was being infused it leaked from the tear. The device failed the cosmetic inspection procedure for webbing. A potential root cause could be due to operator error, machine malfunction, program error, or improper management of supply age and precure . Based on the event, it appears that the reported event was used for treatment. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not pull the catheter hard". " do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edge instruments." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the bifurcation area of the catheter on the 4th day of placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the bifurcation area of the catheter on the 4th day of placement.